Event description:
I got co2 poisoning and was hospitalized with life threatening symptoms. Major confusion, weakness in my legs (I could not stand up or walk on my own even with the use of a rolator), loss of bladder control (I had to catheterized), dizziness, nausea, debilitating headaches. I literally didn't know where I was for 2 weeks. I was there a week. I was discharged and came home and resumed use of my bipap. I was readmitted 3 days later again with co2 poisoning. I was there another week and then discharged. I really haven't used my bipap again and have not had anymore co2 poisoning. I have however retained weakness in my legs (I sometimes have to use a cane or a walker), and massive headaches. FDA safety report ID # (B)(4).